Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique described as the patient taking a shower and having a fan on circulating air. On an unreported date the patient was treated with unspecified antibiotics. The patient was not hospitalized for the event. At the time of this report the patient had not recovered from the peritonitis event but pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.